Manufacturer narrative:
Evaluation of the returned device was completed. The x-ray evaluation revealed that the cam assembly had been activated four (4) times and no stents were found. In addition, the trigger button motion was functioning as intended. No non-conformances related to the reported device were found during the inspection. Based on the above findings and because the metal fragment was not returned for evaluation, the root cause of the customer¿s reported issue could not be conclusively identified. MFR# reference: 29386-1.

Manufacturer narrative:
Additional information: the devices have not been received at glaukos evaluation center, therefore, product testing on these actual device could not be performed. The device history record review of the manufacturing lots were performed, and there were non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed, and this device lot passed sterility tests. A complaint history lot review was completed for these lots and there were no complaints found to be related to the reported event. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, the source of the reported particulate cannot be determined. However, the report noted that the particulate did not appear to come from the stent system. MFR# reference: (B)(4). Please reference 2032546-2020-00067 for device #2.

Event description:
It was reported that following a left eye cataract surgery, the surgeon noticed a ¿fairly large metal fragment in the anterior chamber (ac)¿ during attempt to implant two (2) stents from a trabecular micro bypass stent system. Per report, the surgeon was unable to implant the initial two (2) stents due intraoperative difficulty characterized as ¿challenging¿. As a result, a back-up device was used to complete the procedure. Reportedly, the particulate did not appear to have originated from the stent system and it was removed from the patient¿s eye intraoperatively, but was not recoverable for inspection. There was no patient¿s injury. Additional information was not available at the time of this report. This report references device #1.